Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# :(B)(4), implanted: (B)(6) 2018, product type: lead. Product ID :977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jun-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the lead migrated. The patient is wheelchair bound and bends and twists frequently to get in and out of the chair. The physician sent the patient for an x-ray and the rep was going to reprogram the device on (B)(6) 2018. The issue was not resolved at the time of the report. No surgical intervention was planned. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4)2018 indicating that the patient postponed the appointment which was confirmed with the healthcare professional (hcp). No further complications were reported/are anticipated.